Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
"It was reported that a surgeon was doing a total knee replacement and used nrg instruments to insert a scorpio femoral component, instead of an nrg femoral. Additionally, it was reported that the patient was made aware of the issue and a revision surgery was scheduled for 2009. Additional information: "a revision surgery did take place and the insert was revised."